Event description:
A ventilator was returned to the manufacturer for a periodic maintenance 1. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module was replaced to address the issue. Although the unit has exceeded its useful life, the pollen filter designated by the customer were replaced as per their request. .